Event description:
Patient presented to the physician with bruising at the ipg site. Physician examined the area and suspected a suture had become loose. Imaging was performed showing the ipg had pulled away from the muscle. Physician brought the patient into the or 2 weeks later and observed that the ipg had eroded through the skin. Physician then decided to remove the entire inspire system. Physician prescribed antibiotics after the procedure was completed.